Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the recharger is showing a red light. Patient said they can't feel the implanted neurostimulator. Agent reviewed how to connect with the handset. Patient saw recharger not found. Agent reviewed how to reset the wireless recharger (wr). After resetting the wr the handset and wr connected. Patient was not able to start a charging session. Patient would get the red light and wr inactive message. Patient said they were not able to feel the ins through the skin. The patient was redirected to their healthcare provider to further address the issue if issue persists.